Manufacturer narrative:
On 05/15/2026, intuitive surgical inc followed up with the initial reporter and obtained the following additional information: the customer alleged that the fragments were retrieved through the cannula. No intraoperative or post-operative imaging (e.g., x-ray or ultrasound) was performed to confirm retained fragments. No additional surgical procedure was required for fragment retrieval. The suction irrigation instrument was disposed of after the procedure and removed from the hospital prior to the incident being reported by the surgeon. No photos or video are available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Isi has not received the RMA to confirm/identify any reportable failure mode(s). Isi has made several attempts to obtain the RMA with no success.

Event description:
It was reported that during a da vinci assisted surgical procedure, a 'sheath' came out of suction/irrigator tip when applying irrigation for the first time. The procedure was being completed as planned with no reported injury.